Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per email from (B)(6), she stated that the bars are broken on the head deck.